Event description:
It was reported that during procedure, plate was removed in two halves, which generated an osseous damage because the fracture unbunked.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured in half across one of the threaded fixation holes. The last two distal threaded holes are heavily damaged. Fifteen screws were returned with the device. The device was manufactured in 2015. The medical investigation concluded that, without the requested clinical information, a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include overstressing or overloading of the device. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.